Manufacturer narrative:
Hoya device is pending evaluation. (B)(4).

Event description:
It was reported that haptic damage was noticed upon lens insertion. Reportedly haptic damage occurred with a total of 3 lenses within the same case. Incision was enlarged and lens was removed. Another lens was implanted and the wound was sutured. Additional information has been requested but has not been received. This report is for lens 1 of 3.

Event description:
It was reported that haptic damage was noticed upon lens insertion. Reportedly haptic damage occurred with a total of 3 lenses within the same case. Incision was enlarged and lens was removed. Another lens was implanted and the wound was sutured. Additional information has been requested but has not been received. This report is for lens 1 of 3. Evaluation for device with updated results.

Manufacturer narrative:
Qa (B)(4) evaluation: the lens together with case front and back were only received from the customer. The cracked line was observed at near one of the optic edge. No abnormalities were found in production and inspection records of the product. (B)(4).